Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered up by itself. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) stated that the device had been set aside for an issue. After connecting the battery, the device powered itself up. The fse stated in a good faith effort (gfe) response that the only way to turn the device off after it turned on by itself was to disconnect from both ac and battery power. The fse replaced the power management (pm) printed circuit board assembly (pcba) in an attempt to fix the issue, and it did not resolve. The old pm pcba was reinstalled and, after receiving a quote for repair, the customer chose to leave the device unrepaired. The customer communicated that the device would not be repaired indefinitely. This concluded philips service of the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.